Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the rep reviewed information with the doctor. The doctor had brought the patient back to surgery for an exploratory look at the lead to extension connection in the head. They found that the lead was not connected properly as the most proximal contact was exposed. The lead was not inserted into the extension connection all the way. Once they took the lead out, wiped it off, and reinserted it all the way, the impedances came back to normal. The patient had a resolution of the shocking sensations.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) was suddenly turning off by itself and not functioning. When they turn it on, the patient programmer indicated it was on. It would then work momentarily and then shut off immediately. In addition, when they turned it on the voltage usually showed 2.8 or 2.9 volts on the programmer, but then it dropped immediately to 2.62 or 2.63 volts. The patient always confirmed the ins status correctly with his programmer. Even when they have the device on it was not functioning in anyway. The stimulation appeared to be on, but the patient had a return of symptoms. The consumer clarified that the programmer only showed that the ins was off when they physically turn it off. When they turn the ins on and the voltage showed 2.8 or 2.92 volts, it jolted on and the patient could feel it. The ins would then go off while the programmer still showed it was on. It was clarified that the programmer showed the device on even though the patient was not getting any therapeutic benefit. The patient felt a jolt when the ins was turned on and then a jolt a minute later and stopped getting relief. He could not use his hand. The consumer mentioned that the patient had an electrocardiogram (EKG) two weeks prior to (B)(6) 2016 and all of the issues began the morning of (B)(6) 2016. A manufacturer representative (rep) later reported seeing the patient on (B)(6) 2016 and was informed that he was losing efficacy and there was a tingling sensation on his bodys right side. Upon interrogating the ins, combinations 0 <(>&<)> 3, 1 <(>&<)> 3, and case <(>&<)> 3 were showing low impedances of 34, 34, and 37 ohms. The combination of 2 <(>&<)> 3 was normal impedance. The patient had been using 0 <(>&<)> 3, which he had gotten good efficacy in the past. The physician did exploratory surgery on (B)(6) 2016 and only the ins was replaced. Additional information received from the consumer reported that they learned it was the wire that was the problem. The patient still felt the shocking after ins replacement, so they were planning to replace the lead wire as well. The consumer thought that was scheduled for the week after (B)(6) 2016. A rep further reported that she was going to the revision on (B)(6) 2016 due to an impedance issue. Replacing the ins did not solve the impedance issue. The patients indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.